Event description:
It was reported that a patient was receiving continuous renal replacement therapy (crrt) with a prismax machine, thermax blood warmer and prismaflex st150 set. The nurse primed the machine and then performed a manual prime. It was reported that after the machine was mounted without problem, the patient was connected to the treatment with the y-connector attached to the blue line (return line) to deliver calcium on the same catheter as the dialysis. An ¿air in the thermax¿ alarm was generated within two minutes of connection and air from the degassing chamber to the last clamp that was closed on the blue return line was noted. After unsuccessful troubleshooting, the treatment was terminated with blood loss. A second machine was primed, and within 10 minutes from the connection, an air alarm was generated. The treatment was terminated with blood loss. It was alleged ¿the patient lost about 5 hours at the start of treatment¿, required a blood transfusion, and experienced increased hyperkalemia which required resonium. At the time of this report, the patient condition was reported as stable. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not received for evaluation; however, it was inspected on-site by a baxter qualified technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The t0792 : air detected in blood alarm was duplicated. The event history log review showed the showed the prismax machine generated a t0792 : air detected in blood alarm. The treatment was interrupted by the operator, in an attempt to unsuccessfully troubleshoot with the manual pressure reduction procedure and manual air removal procedure. The user started a new prime with a different prismaflex st150 set; however, treatment was interrupted due to a second t0792 : air detected in blood alarm. The reported condition was verified. The cause of the condition could not be determined; however, considering the persistence of the alarm and using a second device it is most probable the issue is related to a leaking return pressure. To correct the issue the technician replaced the return pressure sensor and calibrated the sensors. A short, simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.